Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported error code 356.6710.0. No patient involvement was reported.

Manufacturer narrative:
Corrected g4, h6 (method, results, conclusion), h10. A review of the device history record for sn (B)(6) was performed from the date of manufacture 03/13/2015 to the present date 09/30/2020 and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
Customer reported error code 356.6710.0. No patient involvement was reported.